Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. Part number 71174934: a visual inspection confirms the 2.0 drill guide came apart from the device and the 2.0mm drill w/ao qc is stuck in the drill guide (part number 71174910) all parts were returned for evaluation. The instruments were manufactured in 2014 and 2015. These devices exhibit signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. These devices are reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, while the doctor was drilling with the 2.0 drill, the drill guide snapped off and was on the drill bit (no parts fell into the patient). This did not add any substantial time to the case because an s&n back up was available. There was no harm to the patient or staff.